Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 20.3 cm. An external abrasion breaching the re lumen and exposing the cables was found 12.6 to 12.8 cm from the connector pin, consistent with friction to the device can. The etfe cable coatings were intact.

Event description:
This report is to advise of an event observed during analysis.